Event description:
Hcp reported patient implanted with ipg and electrode for pain. During recovery the patient presented with paraplegic symptoms. Patient gradually improved but did not get motor senses back. Patient taken to surgery and electrode removed. In surgery an enlarged disc at t9 was noted. Treatment was provided for the enlarged disc. Patient is reported to have recuperated.